Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The device history record for the lot number, aa5117n26, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Refer to 9611594-2016-00014 for the first report. It was reported by a nurse that, two tubes needed to be replaced due to the following incidents that occurred on (B)(6) 2015. The nurse reported a patient had a gastric-jejunal replacement done six weeks ago due to a large hole in the tube just distal to the gastric balloon almost like a gash in the tube. Additional information was received on 01/05/16 that states the gastric jejunal tube was placed on (B)(6) 2015. The tube was replaced on (B)(6) 2015, and replaced again on (B)(6) 2015 for same reported issue. No additional information provided.